Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/10/2024. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. H3 investigational summary: the product was returned to ethicon for evaluation. One petri dish with several pieces of suture and a needle was received for analysis. Product code w9918. Additionally, a photo was provided and it showed a labeled winding former with a undispensed strand and a strand outside. During the visual inspection of the returned sample, it was noted that the suture pieces had begun with a degradation process caused by exposure to the environment. The foil was not returned to analysis. The product code w9918 contains an absorbable suture. As the sample was received open, the time of exposure to the environment could not be determined and the functional test could not be performed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what may have caused the reported incident. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. The suture got split in the surgery. Changed another one to complete the surgery. No adverse patient consequences were reported.